Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a peripheral angioplasty procedure using a 7f sheath. The physician was not trained to the used of proglide. Reportedly, while performing step 3, no suture came out. A cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the return device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to the user error. The IFU deviation likely contributed to the reported needle to cuff miss. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot # , expiration date, and primary UDI number updated correction: h4 - device mfg date updated.